Manufacturer narrative:
Following completion of laboratory analysis, a final report will be submitted.

Event description:
It was reported that one day post implant, it was identified that this right ventricular lead had dislodged due to helix extension failure. During a post implant system evaluation, high pacing impedances were confirmed with x-ray imaging proving the displaced product. The physician elected to intervene and explant and replaced the malfunctioning lead. The explanted lead is expected to be returned for analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that one day post implant, it was identified that this right ventricular lead had dislodged due to helix extension failure. During a post implant system evaluation, high pacing impedances were confirmed with x-ray imaging proving the displaced product. The physician elected to intervene and explant and replaced the malfunctioning lead. The explanted lead was returned for analysis.